Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 06/14/2023, it was reported by a sales representative via sems that an ar-9545 reduction helper plastic shoehorn broke off. This was discovered during a case, device broke during use. All fragments removed

Manufacturer narrative:
The complaint allegation is confirmed. Based on the image submitted for evaluation from the field, it was noted that the device was broken on the distal end. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.